Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 30, 2018 that a wallflex biliary rx covered rmv stent had been successfully implanted to treat a benign stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed 13 months ago. The exact date of the stent implant was unable to be obtained. According to the complainant, during a scheduled removal of the stent on an unknown date, the stent was unable to be removed. During the attempt to remove the stent, some of the wires broke and the stent became deformed into a helical/coil shape within the bile duct. After that, the instruments could not get through anymore. In the physician¿s assessment, the stent can not be removed without surgery. Another wallflex biliary rx stent was implanted beside the first stent to complete the procedure. It was not reported whether the final stent removal had since been performed or the method in which the stent was removed.